Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Manufacture date was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis via functional testing, visual/physical examination, and proceduralized device testing. The reported issue was confirmed as the psu had an electrical failure. The returned psu powered up without the amber fault light on but it came on after a short time. A check of the event log revealed an intermittent illuminator current low. The psu also failed an accuracy test. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the error light of the position sensor unit (psu) lit up. Since the product was able to be used, it was used continuously. There was no patient present.